Event description:
It was reported that during surgery, the injector/cartridge amputated the prelaoded intraocular lens (iol) handle due to a defect at the tip of the plunger. The iol handle became locked between the cartridge and the plunger. The patient was examined one day post iol implantation and it was noted that the iol appeared stable. The doctor advised the patient to return in 15 to 20 days if feeling well. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photographs provided by the customer were evaluated. The photographs displayed the suspect handpiece with the plunger rod advanced. Due to the quality of the photographs provided, no issues could be identified. No product was received; therefore, no further evaluation could be performed. The complaint issue "haptic detached" and "plunger rod issue" were not identified during photographs evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.